Event description:
It was reported that a failed accuracy (B)(6) (during testing / no patient injury).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed, but no impact or corrosion damage present. Performed functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over-delivering to the manufacturing specifications. Expuslor assembly is over-delivering, faulty expulsor assembly was replaced.